Manufacturer narrative:
The customer¿s report of a leak at the maxzero site was confirmed based on functional testing performed. Inspection under magnification observed on one of the mz1000-07 valves (2) a crack along the valve top which ran along the threads of the valve side. The crack was along the valve injection gate. No other obvious damages or issues were observed with the rest of the samples. Fluid was attempted to be pushed through the valve using a lab syringe. Fluid leaked at the engagement. No other leak was observed from anywhere else. Pressure testing was performed on the valve. An immediate leak was observed at 1psi from the same engagement. The samples were carefully detached. Pressure testing with gradual increase up to 30psi of the prior attached samples was performed. No further leaks or any issues were observed. The root cause of the leak was due to a crack on one of the valve components. The root cause was not identified.

Event description:
The customer reported they noticed lipids leaking at the max zero site, tpn on the bed linen and there was blood backing up into the tpn, il, & dopamine lines past the max zero while connected to an infant in the nicu. A complete line change was performed and the piccl was flushed to keep it patent until the new medications arrived from the pharmacy. There was no patient harm.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The customer reported they noticed lipids leaking at the max zero site, tpn on the bed linen and there was blood backing up into the tpn, il, & dopamine lines past the max zero while connected to an infant in the nicu. A complete line change was performed and the piccl was flushed to keep it patent until the new medications arrived from the pharmacy. There was no patient harm.